Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range pacing lead impedance measurement less than 200 ohms detected via the patient remote monitoring system. Subsequent information was received indicating that a surgical revision was done wherein the rv lead was replaced due to noise observed during pocket manipulation which was believed to be due to medial implant location and subclavian crush; no report of oversensing. The lead was tested prior to the case and normal measurements were observed. The rv lead was surgically abandoned while the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.